Manufacturer narrative:
Additional information was received stating that the four occurrences took place in four separate procedures with different patients, as a result the occurrences have been separated into four separate events and the occurrence that was initially reported in 3003955307-2026-00009 has been captured in report 3003955307-2026-00013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the dlp i.m.a. Cannulae, it was reported that instead of having a rounded, atraumatic tip, the cannulae had a sharp element at the distal end. The devices were replaced to complete the procedure. There was no patient involvement, so no adverse effect occurred.